Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 1996 to (B)(6) 2011. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced fatigue ("chronic fatigue / fatigue"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("acid reflux /gerd"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain") and back pain ("lower back pain"). The patient was treated with antibiotic simplex, surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease, fatigue, hot flush, nausea, urinary tract infection, migraine, headache, dysmenorrhoea, abdominal pain, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: ms. (B)(6) is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - case updated as incident. New events "hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, headaches, nausea, acid reflux" were added. Product implant and explant date was updated. New reporter were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("endometriosis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pill from 1996 to (B)(6)2011. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since (B)(6) for migraine and headache, antibiotics for uti as well as contraceptives nos from 1996 to 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced fatigue ("chronic fatigue / fatigue/severe fatigue 3 times a week"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced abdominal pain ("severe abdominal cramping/abdominal pain") and gastrooesophageal reflux disease ("acid reflux /gerd"). On an unknown date, the patient experienced back pain ("lower back pain / sever back pain"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain") and endometriosis (seriousness criterion medically significant). The patient was treated with antibiotic simplex, surgery (bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain, gastrooesophageal reflux disease, fatigue, hot flush, nausea, urinary tract infection, headache, dysmenorrhoea and abdominal pain lower had resolved, the migraine was resolving and the endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, endometriosis, fatigue, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: ms. Lopez is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Discrepancy in essure insertion date. (B)(6)2011 and (B)(6)2011 both are reported diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on -(B)(6): total bilateral occlusion then confirmed full occlusion of fallopian tubes; in (B)(6)2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event added: endometriosis. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.